Event description:
It was reported that the pump generated a downstream occlusion alarm. The patient switched back to a previous pump and experienced the same alarm. The patient was advised to have the central line examined to ensure there were no issues with the line. There was patient involvement; however, no harm was reported.

Manufacturer narrative:
B3. Date of event was unknown, hence captured as first day of event month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.